Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant exchange. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation primary with smooth mentor memorygel breast implant (425cc on right, 400cc on left) has experienced postoperative bilateral ruptures. The ruptures were discovered during implant exchange surgery; the surgeon noted that the right-sided implant was ruptured, and the back patch for the left-sided implant was peeling off. The patient underwent explantation and replacement with unspecified breast implants on (B)(6) 2020. This medwatch report is for the right-sided implant.

Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture on the breast implant. During visual inspection of the sample, a tear was found at the union between shell and patch. Microscopic examination was performed and the cause of the rupture could not be identified the manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).